Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the mitral position within a non-edwards ring/band, the tee showed flow through the open cells at the top of the valve. The first s3ur landed at 50/50 which was too deep. The reason it landed at 50/50 unintentionally was due to challenging angulation of the patient's anatomy. They originally were trying for 90/10 location. A second 29mm sapien 3 ultra resilia valve was implanted. An additional tee confirmed dehiscence around the mitral annuloplasty ring. Four plugs were placed between the pre-existing ring and mitral wall. Moderate central regurgitation was confirmed on the tee. The case was aborted to prevent harm to patient and heart team will reassess at a later date. The patient remains stable at this time. Originally the case was aborted after x4 plugs were placed between the dehisced annuloplasty ring and mitral root to determine if the patient would later need surgical valve replacement. However, the implanters reported that there was no longer significant ai and there will be no future intervention. The patient is stable and expected to be discharged home. It's believed that the first 29mm sapien 3 ultra resilia valve was the one leaking based on the tte which is why a second s3ur was placed. The second tte after the second valve was placed was when the team identified dehiscence from the mitral annuloplasty ring.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The provided imagery was not relevant to this complaint event; therefore no findings are noted. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate challenging patient anatomy with pre-existing annuloplasty mitral ring could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was empirically confirmed based on the information available to date. Available information suggests procedural factors (malposition) likely contributed to the event as it was reported that the s3ur thv was unintentionally deployed at a 50/50 position. Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.